Manufacturer narrative:
Continuation of d10: product ID 6935m62 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product ID 5076-52 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product ID ddpa2d4 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection and erosion. The patient experienced wound dehiscence, purulent discharge/pus, pain and discomfort. No further patient complications have been reported as a result of this event. It was further reported that an antibacterial absorbable envelope was implanted with the ICD.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.